Event description:
A bladder neck suspension procedure was performed without incident on an obese pt. Eight days post-operative, the pt developed a fever. A diagnosis of strep b was confirmed. The incision was drained and the pt was placed on antibiotics. The device remains implanted and is not available for evaluation. Co's follow up indicated a possible nosocomial staphyloccal infection, which may have been contributing factor to this event. Co does not attribute nosocomial infection to the device. However, without further info, co is unable to determine the exact for this event.